Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. Moreover, considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Additionally, after the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Follow-up being send to correct the item that was reported incorrectly. Therefore, the lot number was disconsidered.

Event description:
(B)(4). The dentist reported that had to remove dental implant during the installation surgery because it did not achieve a good primary stability. Moreover, the patient presented bone type ii and fenestration has occurred.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. Moreover, considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Additionally, after the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that had to remove dental implant during the installation surgery because it did not achieve a good primary stability. Moreover, the patient presented bone type ii and fenestration has occurred.